Event description:
It was reported that the device had damaged front case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that front case scratched on screen; front case replaced. Software version as found 9.12.4; as left 9.12.4. Handles cracked along screws; handles replaced. Iui had corrosion on pins; iuis replaced. This file is reportable based on the finding of corrosion of the iui pins. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 15may2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received with pending investigation.

Event description:
It was reported that the device had damaged front case. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had damaged front case. No additional information was provided. There was no patient involvement.